Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) levels was 389mg/dl prior to breakfast. The patient took a 10 units bolus and had breakfast at 8am. At 10:30a, the patient¿s bg was 533mg/dl. The patient got a 15 unit injection via syringe in the arm. The reporter was calling for assistance with site change. The site was changed while on the phone with customer support and cannula was straight, no leaking at the site, and no blood. The reporter stated that the patient has been having elevated bg levels since returning home from the hospital; the patient had a very lengthy hospital stay for condition unrelated to her diabetes. The patient resumed insulin pump therapy and bg levels have been in the 200'smg/dl to 400smg/dl and today is first she was as high as 533mg/dl. The reporter stated that the patient does not always remember how to operate the pump. The reporter stated that the patient is now walking three times a day and recovering from hospital stay. Review found that the patient was using an open vial only good for 30 days. Customer support (cs) advised the reporter and patient to only use vial for 30 days once opened. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from using insulin post 30 days of being open.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (using insulin post 30 days of being open).